Event description:
It was reported, advanced and retracted prior to the implant attempt. However, during the procedure, the helix advance once during the procedure and was unable to advance/extend thereafter. Consequently, this lead was removed and a new lead was used to treat the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. The helix electrode consistently extended within 5 turns and retracted within 5 turns. Analysis noted dried, white steriod substance on the helix and within the sleevehead and suggested the steriod solution was not allowed to dry prior to retracting the helix. Primary analysis finding noted no anomalies found, lead functionally normal.